Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on (B)(4) 2017 and (B)(6) 2017. User conducted a cartridge change sequence with two fill tubing processes conducted. There were no odd bolus requests. There were no erratic basal rate adjustments. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (33 mg/dl at its lowest). Glucose tablets, juice, food or candy were consumed to address the bg level. The customer was not sure what caused the low bg and thought that it may be due to the pump settings. The customer understood that the pump was functioning as intended. Reportedly, the customer discussed the low bg events with a healthcare provider and had no further questions.